Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was successfully implanted. To further was reduce tr, an additional clip was inserted and placed on the tricuspid valve. However, during deployment, the clip would not detach from the triclip delivery system (tcds). Troubleshooting was performed; gripper line was accessed and flex knob was applied. The clip was able to be detached from the tcds and deployed, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.